Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via battery power and missing display segments were observed. The device was able to obtain measurements and alarmed audibly and visibly under alarm conditions. The missing display segments were due to a failed component d5 led on the system board.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device is missing led segments. No consequences or impact to patient were reported.